Event description:
It was reported that the "pump infused too quickly"; no other information provided. Bd has received additional information. It was reported by the rn clinical supervisor that they spoke with the rn who witnessed the issue and stated that "it was the secondary tubing allowing the antibiotic to backflow into the carrier bag. So, it never infused rapidly. Something in the secondary set was broken and allowed the medication to backflow.¿ the secondary infusion was zosyn, and the primary was normal saline. Per report, "it appeared the whole medication bag was emptied within 30 minutes, which the rn believes emptied into the primary fluid (bag)." There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem, report source, report source other, unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Annex e : e2401, annex f : f24, annex b : b21, annex c : c21, annex d : d16. Additional information : annex e : e2403, annex f : f26, annex a : a25, annex g : g07001, annex b : b15, b14, annex c : c19, annex d : d14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had an accuracy issue; no other information provided. There was patient involvement but unknown outcome.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: unique identifier (UDI) #, initial reporter occupation, other occupation additional information: manufacturer narrative. Investigation summary: the reported complaint that the pump infused too quickly was not confirmed through a review of the customer provided photos. The event administration set was not returned for investigation so testing of the check valve could not be performed. ¿ no device, disposable sets, or logs were returned for investigation; therefore, inspection, log analysis, and laboratory testing could not be performed. ¿ the customer provided two (2) photos of the administration set showing a small, yellow-tinted section of fluid within the set. ¿ per the bd alaris¿ pump module secondary infusions: backpriming technique tip sheet provides the following instructions to the user to ensure proper secondary infusion setup. 1. Prepare the secondary container by closing the roller clamp on the secondary tubing and spiking the secondary container. 2. Swab the top of the y-site port on the primary tubing with appropriate antiseptic and attach the secondary line to the port. 3. To backprime, lower the secondary container to a level below the primary container. 4. Open the roller clamp on the secondary tubing. 5. Allow the fluid to backprime from the primary container into the secondary tubing. 6. Close the roller clamp once the secondary tubing is primed and the drip chamber is 2/3 full. 7. Hang the secondary container from the IV pole. 8. Hang the primary container lower using the hanger(s) provided with the secondary set. 9. Open the vent on the drip chamber if the secondary container is glass or semi-rigid. 10. Program the secondary infusion on the pump, open the secondary set roller clamp and start the infusion. ¿ the disposable set will be investigated via pr (B)(4).. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported complaint that the pump module infused too quickly was not identified in this investigation as no device or disposable sets were returned for laboratory testing. It is possible that there was a back check valve issue, however the disposable set will be investigated via pr (B)(4).

Event description:
It was reported that the "pump infused too quickly"; no other information provided. Bd has received additional information. It was reported by the rn clinical supervisor that they spoke with the rn who witnessed the issue and stated that "it was the secondary tubing allowing the antibiotic to backflow into the carrier bag. So, it never infused rapidly. Something in the secondary set was broken and allowed the medication to backflow.¿ the secondary infusion was zosyn, and the primary was normal saline. Per report, "it appeared the whole medication bag was emptied within 30 minutes, which the rn believes emptied into the primary fluid (bag)." There was patient involvement but no harm.